Event description:
It was reported a malfunction alarm occurred on the pump. The customer experienced an elevated blood glucose (bg) level (540 m/dl). An insulin injection was administered to treat the bg. The customer reset the pump and resumed insulin therapy successfully.